Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction:user's test strips had a poor storage (kitchen).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 153 mg/dl and 55 mg/dl. The customer's expected fasting blood glucose test result range is 100 to 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification,customer store product in the kitchen. The test strip lot manufacturer's expiration date is 08/20/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). The customer is testing three times a day (fasting) and has not made any recent changes in diet, exercise regimen, or medication. The customer provided only the last three result in the meter's memory. The customer is storing the meter and test strips in the kitchen;customer informed of the product proper storage environmental conditions recommended by the manufacturer.

Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction: user's test strips had a poor storage (kitchen).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 153 mg/dl and 55 mg/dl. The customer's expected fasting blood glucose test result range is 100 to 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification,customer store product in the kitchen. The test strip lot manufacturer's expiration date is 08/20/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). The customer is testing three times a day (fasting) and has not made any recent changes in diet, exercise regimen, or medication. The customer provided only the last three result in the meter's memory. The customer is storing the meter and test strips in the kitchen;customer informed of the product proper storage environmental conditions recommended by the manufacturer.